Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a posterior and anterior repair procedure for treatment of pelvic organ prolapse. The pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2012-00132 (avaulta anterior). Note: this report corresponds with bard's report #(B)(4) for an "avaulta posterior".

Manufacturer narrative:
Additional information: age/date of birth, describe event or problem, other relevant history, if follow-up, what type?, evaluation codes, date received by MFR, type of reports.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, and will likely undergo corrective surgery or surgeries product was used for therapeutic treatment.